Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -05.50 diopter, was stuck in cartridge or injection system. There was patient contact but no injury. The surgeon noted when the lens was removed out of the vial, what looked like a scratch on the lens. The surgeon decided to use the lens and it jammed. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in microcentrifuge vial, with debris on product. Visual inspection found the optic torn, with a scratch and the haptic torn. There was debris on the lens. (B)(4)

Manufacturer narrative:
H6: cartridge lot number search: no similar complaint was reported for units within the same lot. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).